Manufacturer narrative:
Concomitant medical products: syringe, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported at filter leak when infusing tpn. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification did not observe any gaps at the microbore tubing to filter outlet engagement and the tubing remained securely attached following a ¿tug¿ test. Functional testing confirmed leaking at the microbore tubing to filter outlet engagement. During additional flush tests the liquid movement was noted between the outer wall of the tubing and the inner wall of the filter outlet port, indicating a solvent channel. Dimensional testing was performed and the microbore tubing was within the outer diameter tubing specification. The cause of the leak was identified as insufficient/lack of solvent being applied at the affected engagement. The root cause of the insufficient/lack of solvent is attributed to improper assembly due to equipment and/or operator error.

Event description:
The customer reported a filter leak when infusing tpn. There was no report of patient harm.